Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 for their high blood glucose. Customer's blood glucose was 22.0 mmol/l. Customer stated that the alarm on the pump did not go off. Customer had high ketones, diabetic ketoacidosis, and type 1 diabetes. Customer was treated with an IV drip and had to be in the hospital for a day and a half. Customer's ketones level decreased and then he was released to go home. Customer was advised to monitor the issue. Customer stated that she removed her sensor but she has been having differences in sensor glucose and blood glucose readings. Customer does not want the sensor replaced.